Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that this device malfunction caused or contributed to the patient's treatment event.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient treatment, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's treatment as the patient's treatment events were appropriate.